Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 mixed mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. One mitraclip xtw was implanted. The final mr grade was 1. On (B)(6) 2025 during a follow-up check, a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. The mr grade increased to 4. On (B)(6) 2025 a second clip intervention was performed. Two mitraclip nt's were implanted to stabilize and reduce mr. The final mr grade was 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr was a cascading effect of the reported slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Codes removed: health effect- impact code: 4614 serious injury/ illness/ impairment.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 4 mixed mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. One mitraclip xtw was implanted. The final mr grade was 1. On (B)(6) 2025 during a follow-up check, a single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. The mr grade increased to 4. A second clip intervention was scheduled for (B)(6) 2025.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.